Event description:
It was reported that the nurse gravity primed the tubing set and initiated a primary infusion of propofol 1000mcg/100ml infusing 10mcg/kg/min at a rate of 4.36ml/hour. Within a couple of minutes, the device alarmed with an audible beep and visual message believed to read "channel fault." In assessment, the nurse opened the device door and found that the tubing set had developed a balloon in the silicone segment. The pump module and the tubing set were replaced and the propofol infusion continued without further complications. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Additional patient information: diagnosis: inclusion body myositosis and ild.

Event description:
It was reported that the nurse gravity primed the tubing set and initiated a primary infusion of propofol 1000mcg/100ml infusing 10mcg/kg/min at a rate of 4.36ml/hour. Within a couple of minutes, the device alarmed with an audible beep and visual message believed to read "channel fault." In assessment, the nurse opened the device door and found that the tubing set had developed a balloon in the silicone segment. The pump module and the tubing set were replaced and the propofol infusion continued without further complications. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report that the tubing set had developed a balloon in the silicone segment was confirmed. Visual inspection of the set noted a minor balloon at the top of the silicone pump segment tubing near the upper fitment. No other obvious issues or damages were observed. Functional testing resulted in no ballooning. The root cause for the source of the excessive pressure is unknown.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided.

Event description:
It was reported that the tubing set developed a balloon in the silicone segment.